Manufacturer narrative:
Suspect UDI: (B)(4).

Event description:
Information was received indicating that a field representative completed a site visit and identified a serial cable on the treating physician's programming system was bad. The bad serial cable was replaced. No patient care was impacted since the facility had another programming system available. The serial cable was disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.